Manufacturer narrative:
MDR 3003442380-2024-01285-device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 02-apr-2024, it was reported that the patient faced kinked tubing. The blood glucose level of the patient was 330-350 mg/dl. Therefore, they tried to treat it with correction bolus via pump. Moreover, the issue occurred with four infusion sets used for less than a day. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.